Manufacturer narrative:
(B)(4). Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was patient involvement with no harm to the patient.